Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and the excessive no delivery test. No excessive no delivery alarm noted. No unexpected motor noise noted during testing. Device had a severely scratched display window and cracked battery tube threads.

Event description:
Customer's father reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 498 mg/dl. After troubleshooting, device continued to alarm no delivery alarms and device was making a grinding noise. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.